Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician removed the ace68 from its packaging and soaked it in saline. As the physician was preparing to advance the ace68 into the sheath, a kink was noticed in the ace68 shaft about 30 cm from the hub. The ace68 was therefore not used and the procedure was completed using a new ace68. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the ace68 was fractured approximately 95.5 cm from the hub. Conclusions: evaluation of the returned device revealed that the ace68 was fractured. This type of damage typically occurs due to improper handling during removal from the packaging hoop. If the device is forcefully retracted out of its packaging hoop at extreme angles, damage such as this may occur. The non-penumbra sheath referred to in the complaint was not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.